Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received.

Event description:
It was reported that surgical intervention took place on (B)(6) 2024 wherein one lead was explanted and three new leads were implanted was due to patient wanting better coverage for their pain.

Manufacturer narrative:
Date of event is estimated. Section a4: patient weight was not made available.

Event description:
It was reported that patient had surgical intervention to explant lead and reimplant with three new leads for unknown reason on (B)(6) 2024. Reason for the procedure is unknown at this time.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.